Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was being prepared for use in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2024. During preparation outside the patient, upon bowing the handle of the device, the cutting wire broke at the tip. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.